Event description:
It was reported that a flogard infusion pump presented the f-94 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected and functionally tested. The f-94 alarm occurred when the device was turned on, confirming the reported condition. The cause of the f-94 alarm was determined to be a faulty battery. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.